Event description:
A (B)(6) y/o undergoing a robotic assisted laparoscopic low anterior resection with takedown of colostomy for colon cancer using the bipolar da vinci xi robot. A piece of the instrument broke off during the procedure while the device was inside the pt. The broken piece inside the pt was immediately retrieved. No pt harm. Diagnosis or reason for use: rectal cancer.